Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and thirsty. The customer¿s blood glucose level was 517 mg/dl, 493 mg/dl and 159 mg/dl at time of incident. Customer reported that they did not feel okay to troubleshooting. Customer stated that they delivered correction insulin bolus but blood glucose still getting high. The devices will not be returned for analysis.